Event description:
A malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reoccurred, which the customer understood.